Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that a patient's crown was loose. When the crown was removed, it was then noticed that the implant had perforated the sinus. No graft but closed up the patient after removing the implant. Symptom as a result of the event: infection.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: tyoe of investigation codes were added: 4109, 4111, 4110 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. One 3i t3® tapered implant 5/4 x 8.5mm (bopt5485) was returned for investigation. Visual inspection of the as returned product identified significant wear about the implant collar and debris within the drive feature. Product matched print specification where measured. Pre-existing conditions noted on the per were low bone density (type ii), diabetes, inadequate oral hygiene and autograft with implant placement. The reported product was located on tooth # 3 (universal) and used for approximately 14 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review was completed for the subject lot number 2019051207. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record under op210 notes that all sterilized devices passed inspection. Complaint history review was performed for the reported lot number (2019051207) for similar events and no other complaint was identified utilizing keyword(s) infection & sinus. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (perforated sinus with infection) or product (bopt5485). The product was returned without evidence of malfunction that correlates with the complaint description. No immediate action is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.